Event description:
Malfunction: card reader error, "card not present"; number of available procedures incorrect on card reader. A facility reported they had a card reader error. Error message given by the device was, "card not present." After reinserting the card the number of available procedures jumped from 40 to 250. No surgeries were canceled and there was no impact to the pt.

Manufacturer narrative:
Determination of root cause: assessement: while onsite the territory manager (tm) was unable to confirm the reported issue. The tm replaced card reader and the wrp unit to address the issue. He also completed a successful system verification to specifications. No patient/user impact investigation was performed as this complaint did not occur during surgery, and there is no report of patient/user harm related to this issue. Conclusion: based on the results of the investigation, the root cause of the event was a faulty card reader. Manufacturing investigation determined the card reader problem could be caused by a wrong equipment code on the wrp-pcb. A service bulletin was issued to solve this issue. It is necessary to replace the whole wrp-pcb and to make a new key transfer procedure. (B) (4). (B) (4). (B) (4).